Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of years ago from date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg had to be charged more frequently and for longer periods of time. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was discarded by the medical facility.